Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced blurred uncorrected acuity. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Clinical reason for the explant was previous lasik enhancement and post operative myopia was greater than target refraction. Additional information received stating that in the surgeon's opinion previous lasik enhancement contributed to event.

Manufacturer narrative:
Corrected information was provided in b5. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged with company another model lens with different diopter and toric value but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.